Manufacturer narrative:
Complaint conclusion: as reported, the tamp tube of an unknown mynxgrip vascular closure device (vcd) did not deploy, and the mynx sealant was stuck on the tube. The resident may not have shuttled the tamp tube all the way down to the notch and the failure may be attributed to user failure. There was no reported patient injury. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was not returned for this evaluation, and the advancer tube was observed to be exposed on the catheter. The sealant sleeve was found fully retracted. The balloon did not present any abnormal condition. No additional anomalies were observed during this visual analysis. An inflation/deflation functional test was performed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. An attempt to perform a deployment simulation could not be fully completed because the device was received in a fully deployed configuration, the sealant was not returned for evaluation, and the advancer tube was exposed. These conditions prevented completion of a full deployment test per the instructions for use (IFU). However, shuttle movement was evaluated. The shuttle was advanced and subsequently retracted back to the black handle without resistance, interference, or abnormal behavior. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through analysis of the returned device since the advancer tube was deployed on the catheter and the sealant was deployed/not returned. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the failure to deploy event reported, especially since the device was received with advancer tube engaged on the catheter with the sealant deployed off/not included. However, since it was reported that the resident may not have shuttled the tamp tube all the way down to the notch, procedural/handling factors most likely contributed to the issue reported by the customer since there were no damages noted to the device. According to the product¿s IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failure reported could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tamp tube of an unknown mynxgrip vascular closure device (vcd) did not deploy, and the mynx sealant was stuck on the tube. The resident may not have studdled the tamp tube all the way down to the notch. There was no reported patient injury. The device will be returned for evaluation.